Manufacturer narrative:
The medical center team discarded the impella product. As such, no investigation of the product is possible. To date, no root cause of the blood loss and pump loosing position has been determined. Should new clinical information come to light that leads to root cause and a definitive product malfunction, a final report will be filed.

Event description:
An impella rp was placed via the femoral vein for a patient in biventricular failure. When the introducer sheath was removed, the pump came out of right ventricular position. In the attempts made to re-advance to optimal position the patient was decompensating. The hemodynamics dropped and blood was lost. The blood loss was estimated to be 2 units. This blood was lost as the pump and sheath were replaced. The team infused back 3 units of blood to the patient and placed a new, second impella rp.